Manufacturer narrative:
(B)(4). Routine post operative drops of (B)(4). Left phacoemulsification with 21.50, model zcb00 (B)(6) 2011. Two (2) weeks post operatively; unaided va left was 6/4.8, +0.12 sphere 6/4.8. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent explant of the right eye intraocular lens (iol) in a secondary procedure due to a hazy lens. Right eye cataract surgery performed on (B)(6) 2013. First day post op, patient was complaining that his eye was not as clear as other eye had been. On exam, the visual acuity (va) was 6/19-2 unaided; cornea clear, anterior chamber deep and quiet. Intraocular pressure (iop) was 14. On the twelfth (12) post op day visit with the office optometrist, the patient was still complaining that his vision was not clear. Unaided acuity 6/9.5-1; refraction +1.00/-1.25 x 85, 6/6. Otherwise normal exam. Further review by the patient's own optometrist at 3 weeks post operative, patient concerned regarding his vision, with unaided acuity 6/12; refraction +0.50/-1.75 x 130, 6/6. Review on (B)(6) 2013, unaided right eye 6/9.2-2 and left 6/4. No corneal explanation for cylinder. Cornea normal on examination. Oct macula normal. Anterior chamber quiet. Iol significantly opaque. Similar to a grade 1-2 ns (non surgical) cataract. Opacity confirmed by sheimflug photography and anterior segment oct. Review by other doctors, who all agreed that the vision in right eye was reduced by an iol abnormality. The lens was explanted on (B)(6) 2013 and replaced. Post operatively day 1 unaided va 6/4.8. The patient was happy that the quality of vision greatly improved since the iol exchange.

Manufacturer narrative:
(B)(4)- explant of intraocular lens (iol). Intraocular lens. A review of the manufacturing records was performed and all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lenses are 100% inspected at 10x microscope magnification for any damages or cosmetic defects where any defects on the lenses that do not meet criteria specifications are rejected. Once the lenses are inspected and acceptable, they are placed in a lens insert/case. No issues were reported in this production order. The haze inspection performed showed all result were within acceptable haze level. No deviation was reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's report of a ¿cloudy lens¿. The manufacturing record and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site. A visual inspection noted that the lens sample was received with only one half (1/2) of the iol. Further visual inspection revealed that the sample was received cleaned. The sample was inspected at 10x microscope magnification and was observed clear. No white or gray surface was detected in the half lens received. In manufacturing, haze inspection is performed on the acrylic buttons (sub assembly) before the lens is passed to the miq (measurement, inspection quality) measurement operation to assure the quality of the product. The haze inspection to the acrylic buttons was documented in the manufacturing record review investigation and there were no deviations or assignable cause identified for the customer's claim of ¿cloudy lens¿ when the production order was completed. Due to the fact that only half the lens was received; a functional test could not be performed. The sample received does not indicate that it was affected by the manufacturing process. The complaint for cloudy lens was not verified in the returned lens sample. All pertinent information available to abbott medical optics has been submitted. Placeholder.